Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000203, serial/lot #: none (B)(4). The manufacturer representative went to the site to test the imaging system. It was reported issue was confirmed and they found that the dingus was not aligned when the door opens. There was a mechanical alignment of the dingus performed and invalid home was finished correctly. The system checkout was finished correctly. The system was working correctly. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when they tried to close the door the system would not close and would make a mechanical noise. Troubleshooting involved doing invalidate home, but the system would not finish the invalidate home process. No patient was present at the time of the event.